Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("puncturing uterus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), back pain ("back pain") and headache ("headache"). The patient was treated with surgery (procedure-complete hysterectomy. Oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, headache and uterine perforation to be related to essure administration. The reporter commented: first surgery took rods out of fallopian tube, first doctor said that cut fallopian tubes , but they were actually removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("puncturing uterus/essure protruding out of the uterus"), embedded device ("the piece being embedded deep within the uterus") and device breakage ("coil piece was not seen") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker and epilepsy in 2020 and depression, parity 3, cesarean section, constipation, seizure, penicillin allergy, perineal pain, lower abdominal pain and pelvic pain. Concomitant products included proctozone h (hydrocortisone), levothyroxine, keppra [levetiracetam dihydrochloride], ibuprofen, hydroxyzine pamoate (hydroxyzine embonate), clonazepam and clobazam. In (B)(6) 2018, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), back pain ("back pain") and headache ("headache"). The patient was treated with essure removal on (B)(6) 2022 with a complete hysterectomy, and bilateral salpingectomy. At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, device breakage, embedded device, headache and uterine perforation to be related to essure administration. The reporter commented: first surgery took rods out of fallopian tube, first doctor said that cut fallopian tubes , but they were actually removed. Part of one coil on the left may have still seen in the uterus. Discrepancy noted in date of removal: (B)(6) 2020; date of procedure- (B)(6) 2022 (as written-per mr). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("puncturing uterus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), back pain ("back pain") and headache ("headache"). The patient was treated with surgery (procedure-complete hysterectomy. Oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, headache and uterine perforation to be related to essure administration. The reporter commented: first surgery took rods out of fallopian tube, first doctor said that cut fallopian tubes , but they were actually removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("puncturing uterus/essure protruding out of the uterus"), embedded device ("the piece being embedded deep within the uterus") and device breakage ("coil piece was not seen") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker and epilepsy in 2020 and depression, parity 3, cesarean section, constipation, seizure, penicillin allergy, perineal pain, lower abdominal pain and pelvic pain. Concomitant products included proctozone h (hydrocortisone), levothyroxine, keppra [levetiracetam dihydrochloride], ibuprofen, hydroxyzine pamoate (hydroxyzine embonate), clonazepam and clobazam. In (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), back pain ("back pain") and headache ("headache"). The patient was treated with surgery (procedure-complete hysterectomy. Oophorectomy and diagnostic laparoscopy with prophylactic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, device breakage, embedded device, headache and uterine perforation to be related to essure administration. The reporter commented: first surgery took rods out of fallopian tube, first doctor said that cut fallopian tubes , but they were actually removed. Part of one coil on the left may have still seen in the uterus. Discrepancy noted in date of removal: (B)(6) 2020; date of procedure- (B)(6) 2022 (as written-per mr). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical records received. Reporter information, patient medical history, reporter casualty comment, events: suggestive of the piece being embedded deep within the uterus added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.